Event description:
A pt reported experiencing inaccurate low results with a surestep meter. The pt's blood glucose results were 70mg/dl versus 135 lab. Tests were done within 10 mins with a difference of 48%. Pt did not experience any adverse events. No further info has been reported.